Manufacturer narrative:
Evaluation confirmed that the jaw hinge is broken causing jaws not to function. The instrument is four and half years old and possible cause for this type of damage is stress overload as a result of the device being used on a stone that was too hard/dense or too large. We cannot confirm.

Event description:
Allegedly, during a cystoscopy with cystolitholapaxy procedure the doctor noticed that the jaws were not opening and closing. He was unable to pull the forceps out due to broken jaws, so he pulled the sheath and forceps together out of the patient which caused injury to the urethra and resulted in some bleeding; the patient was sent home with a catheter. The procedure was completed.